Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 187 mg/dl. The troubleshooting was performed. The customer got new infusion set to see if insulin from reservoir exit first. The customer stated that the insulin did not alarm no delivery. The customer was advised that the insulin pump is working as designed. The customer was able to successfully prime and rewind a new infusion set line. No further assistance per customer.